Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable troponin t stat, cardiac t (tnt) results for one patient sample which was collected "in emergency". The repeat results were generated from the same analyzer. The initial result was <0.010 ug/l (accompanied by a data flag). The sample was repeated and recovered 0.232 ug/l (accompanied by a data flag). The sample was repeated again and recovered <0.010 ug/l. The <0.010 ug/l result was reported outside the laboratory. The patient was not harmed. The tnt reagent lot number was not provided. The quality control prior to and after the event exhibited no issue and the message history contained no hint of the possible root cause. The field service representative had replaced the the measuring cell on (B)(6) 2011 at which time performance tests were within specification. The root cause of the issue was not determined. The investigation found a possible root cause was too short clotting time of the sample.